Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual dimensional and functional inspections were performed. The reported failure to advance was unable to be confirmed in a testing environment as it was based on operational circumstances. The reported difficulty to advance/position and difficult to remove were unable to be confirmed due to the noted bends on the core. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 014 whisper extra support guide wire was being advanced and failed to cross due to anatomy and getting stuck with an unspecified balloon catheter. The devices had to be removed as a single unit. Balloon angioplasty and another unspecified guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.